Manufacturer narrative:
During preventive maintenance, on (B)(6) 2019, the autopulse platform (sn (B)(4)) failed initial functional testing due to the system error ua136 (internal parameter corrupted) displayed upon powering on. The root cause for the system error ua136 was due to the defective processor board. Upon visual inspection, no physical damage was observed. The service could not be performed due to the non-availability of the replacement part. The replacement part for autopulse 1.1 is no longer available. Informed customer about the non-availability of the parts and the platform is not certified for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During preventive maintenance, on (B)(6) 2019, the autopulse platform (sn (B)(4)) failed initial functional testing due to the system error ua136 (internal parameter corrupted) displayed upon powering on.